Manufacturer narrative:
The device was returned to the MFR for repair. The device is over one year old. The device was out of calibration tolerance at the 10 setting by +0.0003". However, this would not have likely caused any of the issues of this incident. The cause of the reported issue is unk. The device was repaired and returned to the customer.

Event description:
Initially it was reported that the zimmer electric dermatome had a broken switch. After further investigation through clinical f/u on (B)(6) 2010, it was noted that the device needed calibration and the tissue obtained was not even. There was no injury and there was no need for add'l grafts to be harvested.